Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no evidence to review in the event history log. Physical condition of this device has a peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Repairs included replacing printed wiring assembly (pwa) board, dso seal and uso seal. Device passed all functional tests after repair.

Event description:
It was reported that the device had a damaged mini-usb port. Per reporter, the event occurred during testing. There was no patient involvement. Analysis of device found damaged printed wiring assembly (pwa) board, peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal.